Manufacturer narrative:
Sc1-cap locked in place properly during testing. After battery installation unit gave a flashing medtronic logo. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, sleep current measurement test, active current measurement test and self-test due to flashing medtronic logo. No frozen screen noted. Unable to test for keypad anomaly due to display anomaly preventing further testing. Proceeded by cutting unit open and performing visual inspection of connectors and electronic assembly. During deconstructive analysis, corrosion was found inside the internal battery connector, leading to the display anomaly. Unable to download history files and traces using thump software due to display anomaly. Unable to further investigate battery anomaly allegations due to no unit download. Unit was also received with: scratched case and pillowing keypad overlay. In conclusion, customer's allegations of frozen screen were not confirmed when unit powered on with display anomaly instead. Allegations for keypad anomaly and battery anomaly were unknown when display anomaly prevented further testing of unit and unit download. Flashing medtronic logo allegations were confirmed when unit powered on with flashing medtronic logo, caused by corroded electronic assembly. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that there was a flashing medtronic logo. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Customer reported a frozen screen. Buttons were not responsive and time clock did not advance. Replaced battery but screen remained unresponsive no harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned.